Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during patient use, the ventilator alarmed and the display went blank, the display recovered, however, the patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the gui backlight harness kit. The unit passed all testing and operates within the manufacturing specifications.